Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found in the records to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The complaint sample has not been returned for eval to date.

Event description:
It was reported that a pta balloon could not be deflated for approximately 15-20 minutes after the third inflation was performed. The device was being used to treat an in-stent restenosis in the superficial femoral artery. Attempts were made to rupture the balloon by inflating it over rated burst pressure. However, this proved unsuccessful. Attempts were then made to perforate the balloon with a guidewire, however, this also proved unsuccessful. Significant traction and negative pressure were applied, and the pta balloon was successfully deflated. The device was then removed from the pt without further incident. No pt injury.